Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. Additionally, the proximal in-line filter was replaced due to failure of different test step but not related to the reportable issue.